Event description:
Device interrogated during routine in office follow-up with an error code. A reset was performed with normal device behavior. After the reset, original settings reprogrammed and the patient did not experience any complications. The device remains implanted.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The error code mentioned in the complaint description suggests the detection of an invalid memory content, however, the information available for analysis was not enough to confirm this observation. A ram dump of the device before the mentioned reinitialization would be necessary for a root cause evaluation. The returned follow up data, obtained after reinitialization on (B)(6) 2017, have been analyzed. The analysis did not show any anomalies. The data indicate a normal device behavior. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed no indication of a device malfunction. It cannot be excluded that the clinical observation resulted from the detection of an invalid memory content. However, based on the information available for analysis the root cause was not determinable. Should further relevant information become available, this investigation will be updated.